Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five additional proglide devices filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with six proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, no suture was present when the plunger of all six proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.